Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while being instructed to contact support if the issue should arise again.